Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.

Event description:
The customer reported a motor error alarm after exposing the insulin pump to an MRI scan. The customer stated that the insulin pump cannot rewind. Advised the customer that the insulin pump would be replaced. Nothing further was reported.